Manufacturer narrative:
Section h6: health effect - clinical code: hemodynamic instability manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on hm3 lvas, serial number (B)(6), until (B)(6) 2024 when they ultimately expired. No product was returned for evaluation (reference (B)(4)). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had numerous recurrent emergency room (ER) visits and readmissions with poor long-term prognosis and quality of life. The patient visited the ER on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. The patient was admitted on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. The patient was on sildenafil for right ventricular (rv) dysfunction and was aggressively diuresed during each ER visit/hospital admission.